Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during biomed testing, the autopulse platform exhibited a user advisory 16 (timeout moving to take-up position ) error message. There was no patient involved.